Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. The customer changed the cartridge with the same lot number and the issue still occurred. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.